Event description:
The medics were monitoring a patient (age unk) during a transport and the device displayed a "pacer fault 116" message. A checkout of the device subsequent to the transport revealed a "defib fault 72" and "defib disabled" messages, in addition to the "pacer fault 116" message. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.